Event description:
It was reported that the lead was dislodged and the lead helix would not extend or retract. The lead was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: analysis was normal. No anomaly was found.